Event description:
Caller reported receiving a continuous glucose monitor error. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through resetting the pump, which resolved the error, and the caller successfully started their sensor session without further issues.